Event description:
It was reported via repair work order that the nurse call system was not functional due to a damaged docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this issue was resolved for the customer by sending the part